Event description:
It was reported that the patient presented to the emergency department due to a patient alert. An interrogation indicated a possible right ventricular (rv) lead fracture with noise oversensing noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.